Event description:
The customer contact reported that control knob position did not match the displayed postion. During programming prior to pt use, the nurse noted that after the control knob was turned to set rate position, the pump displayed set vtbi (volume to be infused). There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.